Event description:
While inserting the screw, it appeared to toggle back and forth as though bent. Surgeon began removing it and the head broke off leaving the shaft/threads in the pt. The remainder of the broken screw appeared to be serving its intended purpose by securing the graft. The surgeon elected to implant another screw and washerloc for added security. The case was delayed approx 30 mins.

Manufacturer narrative:
Eval: the screw shank and thread root were inspected and found to be within design specs. The failure appears to be torque related. Root cause cannot be determined.